Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not recognize that the battery was connected to the device. There was no pt involvement.